Manufacturer narrative:
An event regarding damage and revision due to pain involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Not returned.

Event description:
It was reported that the patient's right knee was revised due to pain. Intra-operatively, the polyethylene covering the post of the insert was sheared, worn, or fractured off the metal post of the insert. Some wear was noted where the insert's metal post articulated against the femoral component. The patient's entire knee construct (size 6 ts femur with 2 augments and stem, 6x19 ts insert, size 6 universal baseplate with stem) was revised to a ts knee. Rep reported that no further information will be available.